Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. B3: estimated date.

Event description:
According to the available information, during implant, the trocar (introducer) tip broke/bent and after that, the suture of the sling broke. A new altis was used to complete the procedure successfully.

Manufacturer narrative:
A partial altis mesh and two introducers were received for evaluation. Examination of the mesh revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was detached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic side of the mesh was detached and not returned. Examination of the left introducer revealed the tip to be detached and not returned. Microscopic examination revealed the surfaces of the detachment site to be rough and irregular, indicating stress was exerted. Examination of the right introducer revealed the tip was bent but still attached. Blood residue was noted on both introducers. The information received indicated during the procedure the tips of the introducers were bent and broken. Quality confirmed that the bent and broken tip on both introducers. Based on examination of the returned components, it was concluded that the while implanting the anchors, the introducer tips may have bent/broken due to being pushed onto something hard such as bone, which indicates the introducers may not have been in the proper place to insert the anchors. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during implant, the trocar (introducer) tip broke/bent and after that, the suture of the sling broke. A new altis was used to complete the procedure successfully.